Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that monopolar output remains active. No patient injury reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The investigation could not confirm the customers report that the monopolar output remains active. The investigation found no problem with the monopolar output. The investigation could not determine a root cause or a probable root cause for the customer's report. A review of the device history record indicated that this unit was released meeting all specifications.